Event description:
It was reported that externalized conductors between the two coils were observed via x-ray during a device changeout for normal eri. The lead was capped and replaced without issues and the patient was okay afterwards.